Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18feb2019. The philips field service engineer replaced the flow sensor assembly. The device passed performance verification testing.

Event description:
It was reported that unit failed air flow testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 07may19. A gas delivery system (gds) assembly was returned for analysis. An investigation was performed on the returned component and the product analysis technician reported the root cause was isolated to a component on the air flow sensor printed circuit board assembly in the gds assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.